Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an ipg replacement on (B)(6) 2020 (related manufacturer reference number 1627487-2020-33031), the l4 lead was inadvertently damaged during the procedure (related manufacturer reference number 1627487-2020-33032). The physician was unable to replace the lead due to patient¿s anatomy. Effective therapy was restored with the l3 lead.